Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spring of the impactor came off during surgery.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Customer reports the spring of the impactor came off during surgery. No delay, nothing left in patient. The device associated with this report was not returned. Follow up communication for product return was unsuccessful. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Update 24may2017-product received at (B)(4). Addendum added 06 jun 2017. The complaint was reopened as the product was returned and confirmed the lever had broken. It should be noted that neither the lever or spring was returned. The above conclusion remains valid. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.